Event description:
Impact 754 ventilator was being used on a pt when it malfunctioned. The battery charger failed to charge the ventilator and/or deliver ac power to the ventilator. There was no serious injury to the pt reported by the end user. The user did not report that the ventilator was inoperable during use as it appeared to have continued to function on battery power however, the ventilator would have become inoperable once battery power was depleted and if another charger was not available. The end user reported that back up ventilation equipment was available at the time of the event but did not report that it was used. Though serious injury to the pt was not reported, we have submitted this as a serious injury because it is possible that intervention using back-up ventilation equipment may have been needed to preclude permanent impairment or damage.

Manufacturer narrative:
Problem with charger could not be repeated/confirmed. A new replacement charger was provided to the user.